Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there was a bent tip but no visible damage at articulation sleeve area. The system error 31 was reproduced during system test. The multimeter test showed that the thermistor ~ gnd net was open with 2.213 vdc and 2.516 kohm (normal: 2.019 vdc, 2.216 kohm). Through destructive analysis, it was found a thermistor+/- traces crack and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. The possible root cause was determined as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. The corrective action for this issue was gastro flex thermistor trace width has been widened in the tolerance to reduce cracking through capa2017-11000337 since mar. 2017. This defective transducer was prior to corrective action. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and on the table undergoing a transesophageal echocardiography (tee) study when the transducer prompted a usacquisitionhw_31 error. The tee transducer was removed from the patient and was replaced to continue and complete the study. It was reported that the procedure was not repeated. There was no patient adverse event reported. No additional information was provided.